Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the failure to advance was most likely patient condition related due to the patient's vessels having stenosis.

Manufacturer narrative:
D6b and g3 date on the initial report 1220648-2026-08373 was erroneously entered. Correct date for g3 25may26.

Event description:
An impella cp device was inserted via the right femoral artery in a 71-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown. Due to iliac artery stenosis, pump delivery was impossible, so the impella procedure was abandoned and an intra-aortic balloon pump (iabp) was used instead. The impella cp device was removed and iabp was placed without any observed impact on the patient¿s hemodynamic status.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.